Manufacturer narrative:
The device involved in this event has not been returned for evaluation.

Event description:
It was reported that the tip of the guidewire broke off in the artery. The physician was able to retrieve it with a micro snare. No patient injury reported.